Manufacturer narrative:
(B)(4) bands difficult to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure the bands were difficult to deploy, three rotations of the handle were needed for the bands to be deployed. The procedure was able to be completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. Visual examination of the ligator head found one band present and moved out of its position. Further examination found several bands partially deployed, broken and caught within the one remaining band. An additional band was returned detached and broken from the ligator head. It was noticed that the crimp was present on the trip wire and the ligator head teeth were damaged. The suture was intact and the velcro strap was without issue. The trip wire was partially rolled in the handle; there is no evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure the bands were difficult to deploy, three rotations of the handle were needed for the bands to be deployed. The procedure was able to be completed with this device. There were no patient complications reported as a result of this event.